Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on 12/24/2015 with the following findings: there were occlusions alarms observed in the black box history; the force at the time was high. The rewind, load and prime steps were successfully completed with no alarms. The force sensor calibration test was within specifications. The pump was exercised for 24 hours with no occlusions.

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a occlusion (frequent/persistent) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.